Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous iliac artery. An unspecified guidewire crossed the lesion. A 12x20mm armada 35 balloon dilatation catheter was advanced and once at the lesion, the balloon ruptured on the second inflation at 10 atmospheres. The armada 35 bdc was removed and a non-abbott balloon and unspecified drug-coated balloon were used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.